Event description:
A customer reported to baxter (B)(4) of a buretrol set that has the tubing separated from the chamber. This condition was discovered before usage. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. An actual sample was sent in for an evaluation. During a visual inspection, it was noticed that the inferior cap was broken in the part where the tube and the protector tip are assembled. The cause of this condition was not identified.

Manufacturer narrative:
(B)(4). Additional information: the root cause of the reported condition was related to incorrect handling after manufacturing process.